Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. (B)(6). (B)(4). Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." Product location unknown.

Event description:
Information was received based on the review of the journal article titled, "the prevalence of positive findings on metal artifact reduction sequence magnetic resonance imaging in metal on metal total hip arthroplasty." This article reported 31 cases of pseudotumors, 2 revisions due to metallosis, and an unknown number of cases of elevated metal ion levels, pain and limited mobility. In conclusion, positive findings on mars MRI may be present in both symptomatic and asymptomatic mom thas. Type ii pseudotumors on MRI were associated with elevated serum chromium levels.